Manufacturer narrative:
(B)(4). Information was received via medwatch report# 2100440000-2015-8043. No sample will be returned for evaluation.

Event description:
It was reported that the catheter leaked while in use. A triple lumen jacc catheter was placed in the patient without incident. The catheter was used multiple times, flushed and exhibited good blood return. The patient went to undergo a CT scan, contrast was injected to the functional power rated red port (after blood return & flush without incident). After the injection of the contrast, the patient reported "feeling wet". CT staff inspected and there was pooling of contrast under clear the dressing and external to the other dressing. There was no harm to the patient or infiltration observed. The line was promptly removed. There is a large visible hole in the catheter now. Given the prior functionality, it would appear this evolved at the time of injection at CT. It is not a clean split. The catheter also appears as if it may have be twisted. If this were to be the case, it would have prevented the forceful contrast from entering thereby leading to the large hole in the catheter as it seeks to escape.